Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 500 mg/dl. Customer advised they were going to the dentist and received a no delivery alarm during a basal delivery attempt. Customer advised no need to troubleshoot for the no delivery alarm because they were able to resolve the issue by changing out the complete set. Customer advised they do not want to return the set and reservoir for analysis.